Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had continuing low battery. The customer was calling back after troubleshooting for failed battery test, low battery and after receiving a new battery cap. The customer's blood glucose level was 138 mg/dl at the time of the incident. Troubleshooting for the low battery was performed and due to the customer calling back within one week of previous troubleshooting for the same issue and having continuing low battery issue after receiving a new battery, the customer was advised that the insulin pump needed to be replaced and was also advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement and operating currents. No low battery alert noted during test. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.